Event description:
Reporter states, "tibial insert would not snap into baseplate." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather associated with intra-operative procedure. A review of the DHR for this insert found that no discrepancies were reported during MFR. Additional MFR info: